Event description:
A report was received that the patient was experiencing pocket pain. The patient also reported that he was electrocuted and that the stimulator was warm to touch and would not charge. The patient underwent a revision procedure wherein the physician suspected device malfunction on the ipg since the patient was electrocuted. The ipg was replaced, and the patient did well postoperatively.

Manufacturer narrative:
Additional information was received that the cause of the patient¿s pocket pain was undeterminable. However, it was believed that the pocket pain was potentially due to electrocution because the patient had no pocket pain before he was electrocuted.

Event description:
A report was received that the patient was experiencing pocket pain. The patient also reported that he was electrocuted and that the stimulator was warm to touch and would not charge. The patient underwent a revision procedure wherein the physician suspected device malfunction on the ipg since the patient was electrocuted. The ipg was replaced, and the patient did well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.